Event description:
The pump and catheter were returned to the MFR when they were explanted. The return paperwork did not suggest or question a malfunction; the return paperwork indicated that the pt had expired. The health care professional (hcp) reported that the pt's cause of death as chondrosarcoma; the pt was on a palliative care unit. The hcp reported that the pt's death was not device related. The pt was seen in the clinic in 2008 for a refill, and the drug was changed to hydromorphone. The pt was last seen in the clinic at about eight days later for a daily dose increase; hydromorphone (40 mg/ml) at a rate of 12 mg/day. The pump underwent routine analysis.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the pump connector showed the sutureless connector tab or finger was recessed. It was probable that the pump connector was installed incorrectly; no functional anomaly was indicated during testing. This device is included in the medical device safety alert, proper connection of sutureless connector intrathecal catheters, physician communication.